Event description:
It was reported that remote follow-up revealed auto mode switch episodes occurring due to right atrial lead noise since the beginning of the year. Ams events were reproducible in the clinic. An insulation breach was confirmed. The lead was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
The reported events of noise and insulation breach were confirmed. As received, a complete lead was returned in one piece. Analysis found an external abrasion breaching the outer insulation and exposing the outer coil was found at 14.5 cm to 14.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The cause of the reported events was due to the external insulation abrasion.